Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c22 - appropriate investigation findings term/code not available. Updated annex c - inv findings desc 2 to c0706 - stress problem identified. Updated annex d - conclusion desc 1 to d15 - cause not established. Updated annex d - conclusion desc 2 to d11 - cause traced to user.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse powered the system on and attempted to perform a test drive. The top bipolar port of the integrated electrosurgical unit (iesu) or erbe would not recognize the energy cable, so fse replaced the erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported issue was not confirmed using system logs. However, errors 2-8a, m-11, and m-32 were present in the logs. Fa inspection was able to confirm and replicate the reported event. The unit tested on a golden system, and bipolar 1 would not recognize system cables. Operations on bipolar 2 and mono 1/2 were successful. Instrument detection service routine was run, and bipolar 1 failed to recognize the test module; all other ports were ok. There were no errors in erbe logs. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to a component failure causing an operational problem within the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the customer indicated that the top bipolar port of the integrated electrosurgical unit (iesu) or erbe was not functioning, as it was not detecting instruments. The issue was reported to dvstat after completing the procedure. The bottom port was working. The customer attempted to use two bipolar instruments simultaneously but was unable to do so. The customer confirmed that the instruments had been assigned to different master tool manipulators (mtm). The procedure was completed with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the staff utilized the other bipolar port. The instrument was not connected to an external generator. The integrated electrosurgical unit (iesu) or erbe generator remained in use by using the other port during the hysterectomy procedure.